Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. The customer's blood glucose value was 177 mg/dl. Customer reports they were able to clear the alarm and able to complete insulin pump rewind. Customer states insulin pump alarmed shortly after inserting a new battery. Customer states a temp basal was not programmed before alarm occurred. It was also stated that the customer not having any problems with drive support cap, not leaking or protruding out. The insulin pump will not be returned for analysis.